Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Additional information received indicated that the lead was explanted and replaced. The patient was stable following the procedure.

Event description:
It was reported that there were episodes of oversensing noted due to noise on the right ventricular (rv) lead which has known externalized conductors. No intervention has been taken at this time and the patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2012-07894.